Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for a couple of months the patient¿s ins had been flipping inside of their body and it was really painful. The caller mentioned that they fell often. The caller had tried calling their healthcare provider, but the office was closed due to the covid-19 pandemic and their general practitioner¿s office is as well. The caller didn¿t know what to do so information was reviewed, and the field representative was emailed to possible assistance. The caller was also told to seek medical attention as appropriate. Later, a rep replied that they left the patient a message. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their device was not working and they were having pain in their back. They had a fall, which lead to the issue. They saw the rep who did some reprogramming in july, but the patient still had the issues. During the call, the patient connected with the stimulator and it showed stimulation was off, patient reported they did not hit the off button. They turned stimulation back on and set it to program 1 at 1.7 volts. The patient was going to monitor symptoms and follow-up with the doctor about the sharp pain in their back if it did not resolve. [Relevant medical history: patient is a diabetic who falls if their blood sugar is too low].